Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bent tube drivearm. Replaced cracked front/rear cases, carriage block assy, sleeve drivearm, left/right iui and linear sensor wiper seal. Replaced lower housing. Performed calibration. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the tube drivearm. A review of the device history record showed the device had a manufacture date of 24apr2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure.

Event description:
It was reported that the device failed calibration. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed calibration. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed calibration. There was no patient involvement.